Manufacturer narrative:
The date of the event was estimated as (B)(6) 2016 since it was reported that the event occurred sometime in (B)(6) 2016. Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, in-house testing was performed on strip lot k374967. Retain strip testing results met accuracy criteria and no product deficiency was established. The manufacturing records for the lot were reviewed and the lot met release specifications. It was reported that the patient is under 18 years of age. Per product insert, "testing has been limited to subjects age 18 years and older." Testing patients under 18 years of age is considered off-label use and cannot be ruled out as a cause for the unexpected result(s) experienced by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
A patient's (end user's) mother in (B)(6) reported a variance between inratio2 inr results sometime in (B)(6) 2016. The patient is under the age of 18. Results are as follows: (B)(6). The testing was performed consecutively; however, the exact date of the testing could not be provided. Therapeutic range: 2.0 - 3.0. The mother tests her daughter daily and the values are stable. She was teaching her husband to test the daughter and he obtained an inratio2 inr result of 1.6. The mother did another test with the daughter and the inratio2 inr result was 2.4. She reported that she "does not know what the husband did wrong, she observed the handling and the testing procedure." There was no reported adverse patient sequela and no additional information was provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)